Event description:
It was reported that the cement hardened very fast. The cement was hardened for only 4 - 6 mins. The cement was stored in normal temperature. The mixing system was used. The mixing system was not used.

Manufacturer narrative:
The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states. Add'l info has been requested and if received will be provided in a supplemental report.